Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On unreported date(s), the patient was hospitalized and treated with unspecified medication (dose, frequency and route not reported) for the peritonitis. On an unreported date, the patient was discharged from the hospital and the event outcome was not reported. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, antibiotic therapy was completed and the patient was discharged from the hospital. On an unreported date, dianeal and extraneal therapies were discontinued and the patient was switched to hemodialysis. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.